Event description:
It was reported to boston scientific corporation that a tandem rx cannula was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during unpacking, it was noted that the tip was damaged (in a direction opposite to normal device). The procedure was completed with another tandem rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported of the during unpacking the device tip was noted to be damaged. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device found the working length of the device was bent near the green paint band, not at the tip. A functional evaluation revealed that a guidewire could be advanced through the device without any issues. The condition of the returned incident device was not consistent with the complaint that the tip was damaged. A definitive root cause of the damage could not be determined; however, the most probable root cause is handling damage. Based on the investigation results this is no longer considered a reportable event. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during unpacking, it was noted that the tip was damaged (in a direction opposite to normal device). The procedure was completed with another tandem rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.